Event description:
It is alleged that "pt had a history of deep vein thrombosis and a development of pulmonary embolus that caused her to be admitted to (B)(6) on (B)(6) 2009. There it was determined that an ivc filter would be implanted. On that same day, the cook celect filter was inserted into pt. There were no complications at that time. The pt began experiencing severe and persistent chest pain and shortness of breath immediately after the device was implanted in plaintiff had migrated. Patient outcome: it is alleged that "pt suffered significant and severe injuries to her body".

Manufacturer narrative:
(B)(4). No device, imaging studies or hospital or medical records have been available. Consequently, based on very limited information provided it is impossible to comment on the alleged filter migration and the severe and persistent chest pain and shortness of breath, which patient experienced immediately after filter placement. Under normal conditions, i.e. Ivc < 30 mm, the radial force of the filter will ensure proper attachment of the filter legs to the ivc. However, filter migration is reported in the published scientific literature. Rpn and lot number were not provided, why device history record cannot be investigated. However, no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Relevant individuals informed and wce will continue to monitor for similar events.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
"This additional information received on (B)(6) 2015 as follows: plaintiff allegedly received an implant on (B)(6) 2009 via the right common femoral vein due to dvt, pe. Plaintiff is alleging migration, bleeding, chest pain, shortness of breath."

Manufacturer narrative:
Manufacturer reference # (B)(4). Exemption number e2016032. William cook (B)(4) aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'celect, migration, bleeding, chest pain, shortness of breath'. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Unknown if the reported bleeding, chest pain and shortness of breath is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Manipulation in the area of the filter implant may cause migration or contribute to changes in the filter configuration and placement. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.